Event description:
It was reported to depuy arcomed that two timx screws broke post-operatively. The screws were initially implanted on 1/23/2001 and were explanted on 5/11/2001. The screw breakage was discovered by x-ray during a follow-up visit. There were no other adverse consequences to the pt. A dimensional analysis was performed and the screws conformed to specifications. The drawing and device history record were reviewed and no discrepancies were found. A material assessment test was performed using the scanning electron microscope and both screws conformed to specifications. A fracture analysis was performed on the broken screws also using the scanning electron microscope. The analysis revealed that the fracture surface was grainy in nature but also had jagged edges. These observations indicate that the screws fractured due to fatigue. No material defects were observed. The most likely cause of the event is a fatigue fracture. The sem fracture analysis indicated that the fracture surface was consistent "with the manner in which a crack would propagate during a fatigue fracture." If the screw is subjected to repeated loading cycles (as indicated by the sem analysis), or if the pt does not follow activity restrictions in the post-operative protocol. Increased loading may be applied to the screw, causing it to break. As indicated by the complainant, the pt's weight may have contributed to over-loading 0f the screw. These precautions are clearly stated in the labeling provided with the device.

Event description:
It was reported to depuy acromed that two timx screws nrple [pst-operatively. The screws were initially implanted in 2001 and were explanted 5 months later. The screw breakage was discovered by x-ray during a follow-up visit. There were no other adverse consequences to the patient. The two returned broken screws are currently being evaluated by depuy acromed.